Manufacturer narrative:
Section refers to the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer from a manufacturer's representative regarding a patient who was receiving 500 mcg/ml of baclofen at 140 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient had a return in spasticity beginning on (B)(6) 2015. The pump and catheter were replaced on (B)(6) 2016 with no resolution in the patient's symptoms. On (B)(6) 2016, a (B)(6) study was performed and revealed normal motor function. A (B)(6) study was unsuccessful as the healthcare provider was unable to aspirate more than 1 ml of fluid from the catheter access port. No intervention was taken to resolve the issue as the patient did not want to have surgery to explore or replace the catheter. Patient status is currently alive with no injury. The patient's concomitant medications included oral baclofen at an unknown dosage.

Event description:
Additional information was received from a healthcare provider (hcp). A catheter event was reported, and it was unknown if a catheter event had been confirmed. The hcp had programmed the pump to stopped pump mode, and the pump was shut off for 00:01. The patient planned to have the pump explanted due to "multiple catheter problems; she was not getting the drug." It was noted that the patient had "bad surgeries," and the patient had oral baclofen. There were no symptoms mentioned. The hcp did not know when the problems started, although the pump and catheter were implanted in (B)(6) 2016. After reviewing options, the hcp decided to fill the pump with saline and program the pump to minimum rate mode.

Manufacturer narrative:
Updated.

Event description:
Additional information was received from a representative on 2017-feb-17. It was reported that the patient stated that the therapy had never worked. It was indicated that no further details were provided and that the patient no longer wanted the pump implanted. There were no known patient or any environmental factors that may have led or contributed to the issue. It was noted that a (B)(6) study was done on (B)(6) 2016. It was noted that the patient currently had normal saline [1000mcg/ml] at a dose of 6.3 mcg/day running at minimum rate in the pump and that the entire system was surgically removed on (B)(6) 2017. It was reported that both products explanted as surgical intervention would not be returned as they were discarded by the customer and that they would not be replaced in the future. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.